Event description:
It was reported the patient¿s implantable neurostimulator (ins) had experienced premature battery depletion. The patient¿s physician thought the reported 17 month lifespan was ¿very short.¿ impedance testing found no abnormal system impedances. The ins was replaced as a result of the event and this reportedly resolved the issue. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).